Event description:
Pt sustained a tibial fracture while playing flag football. Metal tip broke off inside pts bone. Wasn't noticed until end of case. Rep. Suggested surgeon remove nail and extract piece, surgeon did not do so. Rep. Knows that hosp reuses exchange tubes. Rep. Has told them that these are disposables and not intended no resterilization or reuse.